Event description:
On (B)(6) 2025, a 69-year-old male patient presented for a high-risk percutaneous coronary intervention with impella cp. A hematoma was noted at the vascular insertion site just prior to removal of the sheath at the end of the procedure. The hematoma was expressed, the pre-closure devices were deployed, and the groin site was found to be stable. This complaint will be coded as a minor bleeding event with hemostasis achieved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae/ hematoma: the cause of the bleed was not determined due to insufficient clinical details.